Event description:
There was no patient involved in this event. The device had a green status indictor however when turned on the device was completely unresponsive.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2019. The device was returned with the reported fault of ¿when AED turned on device unresponsive¿. Upon receipt the device could not be powered on via the on/off button and additionally the resistance of the on/off button was unable to be verified when depressed during testing at heartsine. The fault was attributed to excess gel adhesive on the membrane tail which had prevented the on/off button from being tied to ground and the subsequent failure to power on via the on/off button as per reported fault. The upper-case assembly was returned to the membrane supplier (B)(4) and the 8d report provided confirmed that the substance on the membrane tail was remanence of gel adhesive on the end of the tail contacts which has come from the tail thickener. The failure was also replicated by (B)(4) during this analysis. The fault will be further investigated under nc. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. The device had a green status indictor however when turned on the device was completely unresponsive.